Event description:
It was reported that during the laproscopic bilateral nephrectomy, the instrument error coded. Instrument replaced and the second instrument also error coded. Case completed with a like device. No patient consequence was reported.

Manufacturer narrative:
Analysis results: the analysis results found that the ace36p device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 was noted. The identified blade damage may have occurred from external contact d uring activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use". Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.